Manufacturer narrative:
Per -4994 initial report. Additional information, including post primary and pre revision x-rays, operative notes, primary usage information, patient details, whether the patient followed correct post-op protocol, whether the pateint experienced any trauma post primary and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner after approximately 3 months due to instability.

Event description:
Trinity revision of the ecima liner after approximately 3 months due to instability.

Manufacturer narrative:
Per -4994 final report. Additional information, including post primary and pre revision x-rays, operative notes, primary usage information, patient details, whether the patient followed correct post-op protocol, whether the pateint experienced any trauma post primary and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all information could be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported event could not be determined. It was reported that the patient fell down some steps at home post primary surgery. This may have contributed to the instability. This case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.